Event description:
Instrument being used to insert ureteral guide wire. The instrument jammed in the "up" position, in spite of several attempts to lower the element. Instrument was removed with element jammed in the "up" position resulting in a urethral tear. This tear required electro-cauterization & insertion of a foley catheter.